Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor had a defective electrode. The electrode from another sensor did not enter the customer's body and retracted in the serter. Customer's blood glucose level was 12.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 2 opened and used enlite sensors, found 1 of the 2 sensors cannula was retracted inside of the sensor also, found both sensors with bent cannulas. Unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used.